Event description:
During a hemostasis procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that after activating the co2 [carbon dioxide] cartridge by turning the red activation button on the handle as shown on the reference guide provided by the manufacturer, the working channel was purged with 4 syringes of 50cc of air (for remove all traces of humidity). The catheter of the hemostasis device was connected and introduced through the working channel of the endoscope to the bleeding to be treated. Powder deployment did not occur as expected when pressing the trigger button (the red valve was positioned on ¿open¿). The catheter has been changed, but even [same] problem, no dispersion of powder on the area to be treated. Hemostasis could not be achieved with the hemostasis device. They had to use another method. At the end of the procedure, the red activation button has been turned in the direction counterclockwise to depressurize the system. It was then that all of the gas escaped through the retaining handle of the device. It is possible to see that all of the hemostatic powder has remained in the reservoir. The nurse confirmed with the cook sales representative that she didn¿t put her finger on the catheter and she also confirmed that first catheter was clogged. She disconnected the catheter clogged and she connected the second but system didn¿t work. She tried to deployed powder outside the patient and outside of the gastroscope but nothing happened. She is not sure that she turned correctly the the red valve in open position. At the time of this report, our attempts to collect additional information regarding patient outcome have been unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was a photocopied micro label from the lot number provided in the report as well as labels for other products used in the procedure. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. No loose powder was noted on the exterior of the device or in the tray. A buildup of powder was noted within the device nozzle. When tested as returned the device did not spray. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device did not spray initially. However, after a thin wire was inserted into the nozzle to unclog it, powder and co2 began to spray from the nozzle as intended with button compressions. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was a clog within the nozzle of the device. The information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged and or/ fluid entering the device resulting in an internal clog. This is the most likely cause. The instructions for use states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user indicated that the catheter was connected and was then introduced through the working channel of the endoscope. This indicates that the user did not place their thumb over the red catheter hub during catheter advancement. The IFU states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel.", a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that after activating the co2 [carbon dioxide] cartridge by turning the red activation button on the handle as shown on the reference guide provided by the manufacturer, the working channel was purged with 4 syringes of 50cc of air (for remove all traces of humidity). The catheter of the hemostasis device was connected and introduced through the working channel of the endoscope to the bleeding to be treated. Powder deployment did not occur as expected when pressing the trigger button (the red valve was positioned on ¿open¿). The catheter has been changed, but even [same] problem, no dispersion of powder on the area to be treated. Hemostasis could not be achieved with the hemostasis device. They had to use another method. At the end of the procedure, the red activation button has been turned in the direction counterclockwise to depressurize the system. It was then that all of the gas escaped through the retaining handle of the device. It is possible to see that all of the hemostatic powder has remained in the reservoir. The nurse confirmed with the cook sales representative that she didn¿t put her finger on the catheter and she also confirmed that first catheter was clogged. She disconnected the catheter clogged and she connected the second but system didn¿t work. She tried to deployed powder outside the patient and outside of the gastroscope but nothing happened. She is not sure that she turned correctly the red valve in open position. At the time of this report, our attempts to collect additional information regarding patient outcome have been unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Continued: section g: 510k: k200972. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report. Additional comments regarding this report: based on the information provided that the user indicated that the catheter was connected and was then introduced through the working channel of the endoscope. This indicates that the user did not place their thumb over the red catheter hub during catheter advancement. The IFU states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel.", a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.